Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter in the fluid pathway of a 30 g x 8 mm 1cc bd¿ ultra-fine ii¿ (short) self-contained insulin syringe. No medical interventions were reported.

Manufacturer narrative:
Results: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #6242868. All inspections were performed per the applicable operations qc specifications. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Customer returned one loose 1cc, 8mm syringe. The returned syringe was examined and exhibited an orange piece of material on the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. Conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.